Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2016-05737), the new ipg tested normal intra-operatively. However, during the post-operative check, the sjm representative was unable to communicate with the ipg despite multiple troubleshooting attempts. As such, the patient was taken back to surgery where the reported ipg was explanted and replaced. The issue was resolved post-operatively. The concomitant lead is unknown at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.